Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assesment confirmed the reported condition. The assignable root cause was determined to be mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine testing, it was observed that the cord had a ¿cut in it¿ on the motor device. The reported event did not occur during surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.